Manufacturer narrative:
Approximate age of device (age of device: 6 years, 28 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
It was reported on (B)(6) 2018 that the patient had low speed advisory warnings and had a pump off alarm. The log file data showed intermittent speed drops while the vad is connected to the mobile power unit. The data also showed on (B)(6) 2018 a pump stoppage that lasted one second. Technical service stated on (B)(6) 2018 that the log files showed that the pump returned to normal pump parameters and remain within pump parameters through the remainder of the log file. On (B)(6) 2018, the customer requested a no ground patient cable. The patient was admitted for observation on ground cable to confirm if fracture was internal. The driveline fracture was confirmed to be internal. It was communcatied on (B)(6) 2018 that technical service reviewed the patient's controller history and noted two low speed advisory alarm and multiple pump stoppage events. On (B)(6) 2018 the customer reported that the patient had an external percutaneous lead repair done on (B)(6) 2018. Currently patient is on a non grounded cable and batteries until recieving a pump exchange. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed the report of suspected internal percutaneous lead wire damage that would have contributed to the reported low speed/pump stoppage events. A distal end percutaneous lead (lead) replacement was performed on 13aug2018 under work order (B)(4) and approximately 20 inches of the external portion the lead was returned for evaluation. Electrical continuity testing of the replaced portion of the perc lead in its returned condition revealed no discontinuities or shorts, even with manipulation of the lead. Upon removal of the rescue tape repair, visual inspection of the perc lead found a small tear in the outer silicone sleeve at approximately 3.5 inches from the metal connector; however, the underlying bionate layer showed no evidence of damage. Areas of breakdown of the metal braided shield were observed along the length of the perc lead segment, which was most severe from approximately 2-6 inches from the metal connector and appeared consistent with over 6 years of use. Visual inspection of the underlying wires found them to be unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the perc lead was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The abnormal pump operation recurred following the distal end perc lead replacement and the device was subsequently exchanged on 23aug2018. Visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 2 inches from the nipple of the pump housing and the remainder of the lead was returned in two segments measuring approximately 9 inches (middle portion) and 28 inches (distal end) in length. Electrical continuity testing of the returned portions of the lead revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers were free from damage. The outer layers of the perc lead replacement site appeared unremarkable and the underlying wires were properly connected with no evidence of damage. The metal braided shield of the returned portions of the percutaneous lead appeared overall unremarkable except for an area of severe breakdown of the metal braided shield on the internal portion of the lead at approximately 9-10 inches from the nipple of the pump housing. Visual inspection of the underlying wires revealed breaches in the insulation of the yellow and green wires in the area of shield breakdown on the internal portion of the perc lead at approximately 9 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned lead segments revealed no additional areas of compromised wire insulation. The yellow and green wires represent both redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of the compromised yellow or green wire made contact with the braided shield while the patient was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events captured in the submitted system controller log file data. The evaluation of x-rays submitted by the account confirmed a disengagement of the outflow graft bend relief. Review of the submitted x-ray images showed that the bend relief hardware was tilted out of alignment with respect to the outflow graft hardware, indicating that the bend relief attachment clip was not fully connected to the outflow graft attachment. The device was exchanged on 23aug2018 due to an unrelated issue; however, according to device tracking information, the sealed outflow graft conduit was not exchanged and was not returned for evaluation. The heartmate ii left ventricular assist system instruction for use provides information regarding how to prepare the sealed outflow graft for implant and also explains how to install and attach the bend relief over the graft. Disengagement of the sealed outflow graft bend relief has been addressed by the corrective/preventive action system and a medical device correction notification was issued on 23feb2012 outlining the description of the problem, symptoms, and recommended immediate and preventive actions. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During product analysis, an incidental reportable finding of an outflow graft bend relief disconnect was identified. This complaint was created to report that finding.